Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up with high pacing impedance and high capture thresholds on their right ventricular lead. Physician capped the lead on (B)(6) 2021. New lead was not placed due to patient anatomy and patient's request not to. Patient was stable after the procedure.